Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
It was reported that the clinician went into the patients' room, found blood had saturated the gauze dressing under the tegaderm and was running down the patients' arm to the bed. When the dressing was removed the art line was "squirting" blood from the insertion site. This occurred while there was a very good waveform, thus no alarms were triggered. As a result, the art line was discontinued. There were no patient complications reported.